Event description:
It was later reported that the rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 201, rv bipolar lead impedance measured greater than 3325 ohms. Analysis of the device memory indicated a lead impedance out of range alert. Rv lead integrity warning occurred on (B)(6) 2012 for lv (left ventricular) ring to rv coil impedance greater than 3000 ohms. A warning also occurred on (B)(6) 2013 for rv bipolar impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was also reported that the left ventricular (lv) lead impedance was high. Lead programming was adjusted for both leads, and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).